Event description:
Event: the tubing sheath relief valve sheath was retained in the patient's subcutaneous space at laparoscopic removal of an adjustable gastric band. The patient returned to the operating room seventeen (17) days thereafter for removal of the retained foreign object.